Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external device. It was reported by the patient that she was seeing a lockout longer than one hour period. Patient stated they were seeing two hours when the settings were one hour 12 and every 24 hour dose restriction and 12 max. Patient stated that they were going to their doctor on tuesday for a refill and will review with doctor the lockout considerations pain. Additional information was received from the patient¿s spouse who called back, and repeated events already reported. The spouse also stated that it was taking a long time to get/deliver the bolus. The connection got stuck on 90% and the patient got 12 bolus per day. Per the spouse, the patient felt that she was not getting her bolus at times. The agent suggested that the patient document these times and compare them to the pump logs at their next appointment. The spouse then stated that the handset was showing that it was recharging when it was not connected to ac power. The agent connected the patient¿s spouse with hcit (healthcare information technology). Hcit requested a replacement handset from the repair department because the handset was randomly preventing a bolus due to current charging when it was not actually charging. The handset was also draining within 6-8 hours. No patient harm reported.